Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced persistent high glucose after a supply change, despite the pump delivering correction doses, and inspection later revealed bent cannulas with the initial inset 23"-6 mm infusion sets; the user then switched to a different compatible 23"-6 mm set and completed the change without issues. Symptoms included hyperglycemia. Outcomes included stabilization of blood glucose after the infusion set change and education on following a diabetic ketoacidosis action plan. Investigation included review of user reports, assessment of infusion site and cannula condition, confirmation of insulin delivery, and troubleshooting with a supervised set change. Investigation of this case revealed bent cannulas associated with the initial infusion set type, while no pump malfunction was identified and glucose control improved after switching infusion sets. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion set placement or cannula integrity issues rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.